Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear damaged. Inspection of the cannula assembly found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Although no issues were noted, it could not be conclusively determined if the cannula was dislodged from the insertion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl, while wearing the pod between 36 and 48 hours on the abdomen. It was noted that the cannula dislodged from the site. As treatment for the hyperglycemia, a new pod was applied.